Event description:
A recent download from a male pt revealed numerous "battery charger fault" and "battery pack fault" flags. Further review revealed that these occurred on both battery packs. Since the flags were occurring on both battery pack support replaced the pt's battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged charger. The pt received a replacement battery charger.